Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon was detached from the catheter and was not returned with the device. The catheter of the device was carefully inspected and no damages were found. Microscopic inspection was performed and a little gap was noted between the catheter and the black sleeve which is an evidence that a force was applied over the device. Additionally, the wire had a mechanical cut at the distal side. It is possible that factors encountered during the procedure such as the interaction between the balloon with scope or any other surface during the procedure inside of the anatomy could have created friction on the balloon, leading to the detachment of the balloon from the catheter. Probably during the removal of the device, the balloon was separated from the proximal part of the catheter. The found problem of mechanical cut on the wire was probably due to the customer removed the device together with scope and eventually they had to cut the wire to remove the device out from the scope to avoid a damage in the scope. Per this reason, the wire being cut was not considered a device problem. Therefore, the most probable root cause is adverse event related to procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received a cre fixed wire dilatation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon detachment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.